Event description:
Independent repair center customer alleged alarming/red light. The key failure is the manifold is stuck. Associated malfunction for this device: sieve beds saturated, compressor noisy.